Event description:
Information was received indicating that a smiths medical cadd®-solis vip ambulatory infusion pump indicated that the bag was low. The nurse was reported to change out the bag but noted that the bag was still full. The bag had been charted as being started the day prior. The pump was taken out of service and the patient reported being in pain. The patient, who was post-operative nephrectomy, sustained pneumothorax and ileus, was receiving bupivacaine via an epidural. There were no reported adverse effects.

Manufacturer narrative:
One smiths medical cadd®-solis vip ambulatory infusion pump was returned for analysis with no physical damage to the pump. The event history log was reviewed, visual inspection performed, pressure failure testing completed and tested for signs of function. The delivery accuracy tests found the pump to be within the control limit specification and well within published specification. Based on these investigation results, no fault was found.